Event description:
It was reported that the patient experienced hypoglycemia with blood glucose values in the 50s after a usual dinner announcement while using the ilet; insulin was paused on the ilet, the patient consumed oral carbohydrates (orange juice and candy), disconnected from the ilet overnight, and later reconnected when glucose returned to range. Symptoms included low blood glucose. Outcomes included temporary interruption of insulin delivery and recovery of glucose to target without hospitalization or emergency treatment. Investigation included review of available patient report data and user troubleshooting guidance. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded that the event was user managed with oral glucose and temporary suspension of insulin, with glucose returning to range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.